Manufacturer narrative:
A ge oec service representative investigated the issue and repaired the malfunction by re-seating the connectors and pcbs. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had the left (live) monitor not working correctly.